Manufacturer narrative:
Concomitant medical products: product ID: 3889-33 lot# va0gl32 serial# implanted: 2014-05-01 explanted: product type: lead product ID: 3037 l ot# serial# njd208269n implanted: explanted: product type: programmer, patient. (B)(4). Analysis of neurostimulator model 3058, serial (B)(4), showed that set screw was backed out too far. The device passed final functional testing and the telemetry was noted as ¿ok¿. Good, stable output was seen on all electrode pairs the device had as received.

Event description:
It was reported that the set screw on the implantable neurostimulator (ins) was ¿cranked closed¿ directly out of the package and the physician was unable to reverse the screw out to insert the lead component. They could not complete the implant procedure with this ins and the device was not implanted. A new ins was then used to complete the procedure and the product issue was considered resolved. No diagnostics or troubleshooting were required for the event. If additional information is received, a follow up report will be sent.